Event description:
The device was used during a lap cholecystectomy procedure. Reportedly a component disengaged into the pt's cavity. The component was located on x-ray but could not see it visually. The surgeon decided to leave it in the pt.